Event description:
On 7/20/2000, the oncologist informed the manufacturer's (MFR.) Sales rep of the following: the report states that this is a pt with stage 1 ovarian cancer. The device was implanted on 5/14/98. Current diagnosis: superior vena cava thrombosis. The physician does not necessarily believe the device is the cause of the thrombosis; however, he wants the device evaluated because there appears to be blood in the bowel. Additionally, it was stated he would like the device evaluated for any reason the pt may have thrombosed due to device malfunction or complication. The physician also stated that he believed the thrombosis was due to a normal complication seen with vad's and that he did not necessarily believe the device was to blame. He has used this product for some time and this is the first problem he has experienced. Requested the device be evaluated for any design flaws that could cause thrombosis. No further details were provided.